Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that while tapping s1 the tap broke mid shaft. The broken pieces were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~98.5mm from the proximal tip of the instrument. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. Dimensional inspection of relevant dimension verified conformance to print specification. Material hardness also confirmed to be conforming. The above findings are consistent with torsional overload.